Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a

Manufacturer narrative:
Device available for eval changed from yes to no the device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided, we will send a supplemental report with the information. Complaint record ID # (B)(4) h3 other text : device not returned.

Manufacturer narrative:
Complete initial reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had been inserted, but the fluid lumen had been capped. It was completely covered by an occlusive dressing so the customer did not notice for several hours. It was advised to not access it after it had been capped. The cardiologist came and tried to aspirate it, but it was clotted due to the fluid pressure system not being connected properly. There was no patient harm or adverse event reported.